Event description:
It was reported that a spectrum pump abruptly stopped working during sedation drip therapy (dose, programmed amount and delivery rate unknown). It was stated, "sigma pump went into "improper shutdown", closed and the programming for the infusion was lost. Pump was restarted and reprogrammed three times. Patient was ventilated and this pump was used for one of their sedation drips. This occurred during transport out of his room. Another pump was unavailable during this time." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed improper shutdown. A review of the event history log revealed improper shutdown messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the depressed rear case battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.